Event description:
A hospital in (B)(6) reports a patient was being treated for disease in navicular bone. When the surgeon inserted a k-wire, the k-wire broke at the junction with the quick coupling of the compact air drive. The surgeon attempted to insert another k-wire and the tip broke off in the patient. The wire was removed but the tip remains in the patient. Reportedly, the tip of the drill bit broke when the surgeon was rotating it backwards. This report is #1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Add'l pro codes: hsz, gfa, gff. We have sent the complained articles to the responsible product manager for investigation, here the feedback, drill bits are broken on different locations within the working length. Multiple drill bit fragments are enclosed. Possible causes may include. Not drilling over a k wire. Using the drill in backwards direction and pushing at the same time. Drill bit with lot f11142 was produced in 2010. We are not able to determine the exact reason for the reported problems. No product fault could be detected.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing records were reviewed and no complaint related issues were found.